Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008t machine was used for treatment when the rear blood tubing guide roller pins of the blood pump ruptured the bloodlines (a non-fresenius product). The reported issue occurred immediately after the initiation of the patient's hemodialysis (hd) treatment and the machine alarmed with an error (message not provided). The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The biomed stated that the arterial rotor was replaced to resolve the reported issue. The machine passed functional testing and was returned to service. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008t machine was used for treatment when the rear blood tubing guide roller pins of the blood pump ruptured the bloodlines (a non-fresenius product). The reported issue occurred immediately after the initiation of the patient's hemodialysis (hd) treatment and the machine alarmed with an error (message not provided). The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The biomed stated that the arterial rotor was replaced to resolve the reported issue. The machine passed functional testing and was returned to service. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence and the alleged event therefore the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the issue.